Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 459 mg/dl. Customer stated that his infusion set came off at quick release set when he reattached it at the quick release set. Customer reported that, the infusion set tubing came apart. The quick release set is not locking into place. Customer reported that, there was not stress or pull on the tubing. Customer reported that, the pump was not dropped with the set connected to their body. The blood glucose was over 500 mg/dl and declined troubleshooting for the high blood glucose. Customer advised to return set and send back. The insulin pump will not be returned for analysis.